Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shock therapy due to t-wave oversensing, a drop in amplitude and change in morphology when programmed in primary vector. An exercise test was performed, and the morphology change was not re-producible. The device was then programmed from primary to secondary. However, the patient had received more inappropriate therapy for the same reason. Additionally, it was noted that the smart pass feature was disabled. The patient did develop a heart condition which makes it difficult to prevent oversensing and the medical team is discussing explanting the s-ICD system and implanting with a transvenous system as the patient wants the s-ICD explanted. At this time, the electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shock therapy due to t-wave oversensing, a drop in amplitude and change in morphology when programmed in primary vector. An exercise test was performed, and the morphology change was not re-producible. The device was then programmed from primary to secondary. However, the patient had received more inappropriate therapy for the same reason. Additionally, it was noted that the smart pass feature was disabled. The patient did develop a heart condition which makes it difficult to prevent oversensing and the medical team is discussing explanting the s-ICD system and implanting with a transvenous system as the patient wants the s-ICD explanted. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shock therapy due to t-wave oversensing, a drop in amplitude and change in morphology when programmed in primary vector. An exercise test was performed, and the morphology change was not re-producible. The device was then programmed from primary to secondary. However, the patient had received more inappropriate therapy for the same reason. Additionally, it was noted that the smart pass feature was disabled. The patient did develop a heart condition which makes it difficult to prevent oversensing and the medical team is discussing explanting the s-ICD system and implanting with a transvenous system as the patient wants the s-ICD explanted. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.